Event description:
The customer reported a malfunction on their pump, identified by a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.